Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) cracked while loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 04/17/2020. An investigation was conducted on 04/24/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed inside the loading device but not in its normal position. The delivery device was slightly turned to the side not in alignment with the loading device. We are unable to determine when this occurred. The seal and tension spring assembly in the loading device window. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device. There were no visual defects observed on the seal. Measurements of the delivery tube were taken. The inner diameter was measured at 0.196 inches and the outer diameter was measured at 0.215 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "crack" was not confirmed but was confirmed for the analyzed failure ¿fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) cracked while loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.